Event description:
According to the reporter: the pt was implanted in 2004 with the device for treatment of urinary incontinence. There was no effect of surgery. In 2010, a cystoscopic exam showed that the embedded ribbon was in the bladder. It was removed on (B)(6) 2010.

Manufacturer narrative:
(B)(4).